Event description:
It was reported that the pump battery gauge was displayed incorrectly, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed.